Event description:
It was reported that the ilet pump became very hot during outdoor activity, was splashed with water, appeared to shut down, and subsequently could not pair with the mobile app or the dexcom g7 sensor; the user-reported alert history included a restart notification consistent with a bluetooth communications malfunction. No reported symptoms or adverse clinical effects. Outcomes included interruption of bluetooth communication with inability to re-establish pairing. Investigation included review of device history available to support, directed troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.